Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that three hours after the bd plastipak¿ concentric luer lock syringe was connected to the electric pump, more sodium heparin infused than what the flow rate was set to, causing an overdose. The following information was provided by the initial reporter, translated from french: "at around 9am a 50ml syringe of sodium heparin dosed at 500iu/ml was inserted, purged, on pse (electric syringe pump) at a flow rate of 3.8ml then modified to 3.7ml/h. At around 12:00, on monitoring, the amount in the syringe was approximately halved and had a lot of air (about half the diameter of the syringe). The amount of fluid administered in about 3 hours is therefore higher than the recorded flow rate of 3.7ml/h. In 3h normally 3.7x3 = 11.1ml should have been administered to the patient but in the 50ml syringe the remaining amount was less than 30ml. The antixa tested in the patient was abnormally high. This proves that there was an overdose... The biomedical technician at the time of the intervention analysed the device and when reading the history it is not interpretable (change in flow rate on the device but not similar to a change in flow rate that could have emptied the syringe so quickly). The pse (electric syringe pump) was connected directly to the patient. Due to lack of contact with the registrant we cannot provide the exact part numbers of the consumables included in the eps connection. Test with a vacuum syringe connected to the device, no abnormalities found by the medical team."